Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information indicated the patient subsequently developed an infection resulting in explant of the capped right atrial (ra) and left ventricular (lv) lead. It was noted cultures were obtained confirming the infection.

Manufacturer narrative:
Concomitant medical product: 5076-52 lead; 5076-58 lead, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed a hematoma and the cardiac resynchronization therapy defibrillator (crt-d) broke through the skin. The right ventricular (rv) lead and the cardiac resynchronization therapy defibrillator (crt-d) were explanted. The right atrial (ra) lead was capped. It was further noted that perforation was observed. The lv lead was capped and left in the body because it was in pericardial space. No further patient complications have been reported as a result of this event.